Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Prior to removal surgery she sought treatment for her symptoms, but was unable to resolve them. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and on an unknown date after insertion of essure the patient reported adverse events including increasingly severe pain/ chronic pelvic pain. The patient underwent surgery for essure removal in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, no alternative explanation was provided for the event. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, abnormal weight gain, migraine, alopecia, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Prior to removal surgery she sought treatment for her symptoms, but was unable to resolve them. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and on an unknown date after insertion of essure the patient reported adverse events including increasingly severe pain/ chronic pelvic pain. The patient underwent surgery for essure removal in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, no alternative explanation was provided for the event. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.